Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Subsequently, the customer was hospitalized with a blood glucose (bg) value 612 mg/dl and a high ketone level determined to be life threatening by a health care provider. The customer was treated intravenous fluids of saline and insulin to address the bg. The customer was released 24 hours later with the issue resolved and no permanent damage. Additional information was not provided. Reportedly, the customer reverted to an alternate method of insulin therapy.